Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system was used on a patient for "rehydration treatment" for the liver after being affected by "abdominal pain" from "fever 1 day in hospital". Pain and redness affected the area during use, and the needle was subsequently removed, disinfected, and the doctor notified. The doctor prescribed allergy medication and the redness in the affected area was observed to have faded later in the day. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2019, patient with abdominal pain associated with fever 1 day in hospital, rehydration treatment prescribed protecting liver, who use vein indwelling needle puncture infusion, as to inspect the patient found to red needles and patients complained of pain, and immediately pull out indwelling needle, disinfected to red place, why do to infusion for patients in parts of the puncture, notify the tube bed doctor, the doctor's advice allergy medication, observing patients to 17:00 faded red place, no other adverse effects was caused to the patients

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system was used on a patient for "rehydration treatment" for the liver after being affected by "abdominal pain" from "fever 1 day in hospital". Pain and redness affected the area during use, and the needle was subsequently removed, disinfected, and the doctor notified. The doctor prescribed allergy medication and the redness in the affected area was observed to have faded later in the day. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2019, patient with abdominal pain associated with fever 1 day in hospital, rehydration treatment prescribed protecting liver, who use vein indwelling needle puncture infusion, as to inspect the patient found to red needles and patients complained of pain, and immediately pull out indwelling needle, disinfected to red place, why do to infusion for patients in parts of the puncture, notify the tube bed doctor, the doctor's advice allergy medication, observing patients to 17:00 faded red place, no other adverse effects was caused to the patients.